Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the event log identified the reported occlusion alarm. The cause was determined to be a broken latch roller. To address this issue, the latch roller was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.